Event description:
Revision required. An exeter stem showed signs of corrosion around the proximal end where would usually be loading on the femur. Therefore, loosening and required removal. Corrosion also seen on the lateral border of the stem.

Manufacturer narrative:
Add'l info has been requested and if rec'd, will be provided in the supplemental report.